Manufacturer narrative:
(B)(4). Product returned and evaluated with no defect found. Most likely underlying root cause of malfunction: user had an inaccurate reference.

Event description:
Customer complains of high results. Customer states that she feels physically fine and denies the need for medical attention. The customer's expected blood results are 120-140mg/dl fasting. Verified test strips expire 05/14/2018. Confirmed customer's test strips are being stored properly and opened vial date (B)(6) 2015. Customer performed a back to back blood test 283mg/dl and 286mg/dl fasting. Reviewed meter memory: (B)(6). Memory concerns:customers concern: with none of the meter memory results reviewed customer called with a complaint her meter was giving results higher and lower than that of her expected fasting of 120-140mg/dl. Customer does not have the date and time set properly on the meter.